Manufacturer narrative:
G4: 07oct2020. B4: 08oct2020. The replaced front bezel was received for failure investigation. It was determined that the root cause of the reported failure is liquid ingress. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 06aug2020 b4: (B)(6) 2020 the customer reported that the device had experienced navigation ring failure that was found during preventative maintenance. The field service engineer (fse) replaced the front bezel to resolve the reported issue. The device passed performance assurance testing and was placed back in service submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21may2020.

Event description:
The customer reported that the device had experienced navigation ring failure. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.